Manufacturer narrative:
The insulin pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at (B)(4) inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the insulin pump history on the event date of december 05, 2021 found bolus deliveries of 2unit at 5:51am, 0.8unit at 8:03am, 12.5unit at 8:31am, 5unit at 8:41am, 2unit at 9:44am, 1unit at 12:55pm, 2.9unit at 1:21pm, 14unit at 3:36pm, 0.9unit at 4:17pm, 1.4unit at 8:02pm, 3unit at 8:34pm, 2unit at 8:58pm, 2unit at 9:27pm, 4.1unit at 10:00pm, and 2.9unit at 11:37pm. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump was received with scratched case. In summary, customer allegation for insulin pump over delivering not confirmed during functional testing. Unable to verify customer alleged for low blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 49 mg/dl. The customer stated that the treated the low blood glucose levels with food and glucose tablets. The customer had been on insulin pump system within 48 hours of the incident. Troubleshoot for the low blood glucose incident was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.